Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive after customer dropped the pump in water. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose.